Manufacturer narrative:
In (B)(6) 2017, orthofix srl acquired from (B)(4), the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by (B)(4). The items involved in this event were manufactured by (B)(4). Technical evaluation: the technical evaluation of the devices involved, received on january 15, 2019, is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2019-00004 / 00006 / 00007.

Event description:
The information provided by the local distributor indicates: products code: three handsets code oh300/2 batches 3h0260 / 3h0261 / 3h0262 (MFR reports 9680825-2019-00004 / 00006) and one probe code and batch unknown (MFR report 9680825-2019-00007) hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: hip. Surgery description: other. Patient information: n.a. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: three handpieces not working (definitely not the generator at fault). One handpiece has broken probe stuck in thread. The complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not immediately available to complete surgery (used an oscar 2 device to complete the surgery). The event led to a clinically relevant increase in the duration of the surgical procedure (hospital was unable to confirm the amount of delay). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative report are available (not received). Copies of the x-ray images are available (not received). Patient current health conditions: no response. (B)(4).

Manufacturer narrative:
In july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The items involved in this event were manufactured by orthosonics ltd. Technical evaluation: the returned devices, received on january 15, 2019, were visually checked by orthofix srl quality engineering department and then sent to the supplier 4easytech for the technical evaluation. Cement removal handset, code oh300/2 batch 3h0260. The visual check evidenced that the horn is damaged; the threaded part of the probe is broken inside. The functional check of the cement removal handset for oscar 3 (device code oh300/2 s/n 3h0260) evidenced that the device is not functioning properly. The horn is damaged. The treaded part of the probe is broken and stuck inside. Cement removal handset, code oh300/2 batch 3h0261. The visual check did not evidence any anomalies. The functional check of the cement removal handset for oscar 3 (device code oh300/2 s/n 3h0261) evidenced that the device is still functioning properly. Cement removal handset, code oh300/2 batch 3h0262. The visual check did not evidence any anomalies. The functional check of the cement removal handset for oscar 3 (device code oh300/2 s/n 3h0262) evidenced that the device is still functioning properly. Portion of probe, code and batch unknown only the threads of the probe were returned, stuck inside the horn of the handset code oh300/2 batch 3h0260. With the portion received, it was not possible to determine the part number or the lot of the probe. It was also not possible to perform any investigation on the portion received. Medical evaluation the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "When these oscar 3 handsets were found to be non-functioning, they had an oscar 2 kit available immediately, and so could continue. This patient did not suffer a significant injury, and in the absence of details I suggest that there was not a significant delay. The technical report shown that one handset was broken, with a snapped off piece of probe inside. The cause may be excessive torque on assembly, or application related. However, the other 2 probes were functioning normally. It seems that they should have been able to carry on with two functioning handsets". Final comments the results of the technical evaluation concluded as follows: 1). Cement removal handset, code oh300/2 batch 3h0260 the failure found on the cement removal for o3 s/n 3h0260, related to the horn damaged and the threaded stud snapped inside the handset, is most likely to be attributable to an excessive torque applied to close the probe in the horn. 2). Cement removal handsets, code oh300/2 batches 3h0261 and 3h0262 both handsets are still functioning properly. 3). Probe code and batch unknown it was not possible to perform any technical investigation on the portion of the probe received. The medical evaluation evidenced as follows: "when these oscar 3 handsets were found to be non-functioning, they had an oscar 2 kit available immediately, and so could continue. This patient did not suffer a significant injury, and in the absence of details I suggest that there was not a significant delay. The technical report shown that one handset was broken, with a snapped off piece of probe inside. The cause may be excessive torque on assembly, or application related. However, the other 2 probes were functioning normally. It seems that they should have been able to carry on with two functioning handsets". Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is due to the conditions of use of the devices. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2019-00004 / 00006 / 00007.

Event description:
The information provided by the local distributor indicates: products code: three handsets code oh300/2 batches 3h0260 / 3h0261 / 3h0262 (MFR reports 9680825201900004 / 00005 / 00006) and one probe code and batch unknown (MFR report 9680825201900007) hospital name: (B)(6) hospital. Surgeon name: mr. (B)(6). Date of initial surgery: (B)(6) 2018 body part to which device was applied: hip. Surgery description: other. Patient information: n.a. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: three handpieces not working (definitely not the generator at fault). One handpiece has broken probe stuck in thread. The complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not immediately available to complete surgery (used an oscar 2 device to complete the surgery). The event led to a clinically relevant increase in the duration of the surgical procedure (hospital was unable to confirm the amount of delay). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative report are available (not received). Copies of the xray images are available (not received). Patient current health conditions: no response. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).